Manufacturer narrative:
Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings from their adc freestyle libre sensor. Customer reported a reading of 110 mg/dl which was lower than lab reading of 315 mg/dl. Customer also reported receiving a reading of 114 mg/dl which was lower than a lab reading of 356 mg/dl. All readings were taken within 10 minutes and when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from their adc freestyle libre sensor. Customer reported a reading of 110 mg/dl which was lower than lab reading of 315 mg/dl. Customer also reported receiving a reading of 114 mg/dl which was lower than a lab reading of 356 mg/dl. All readings were taken within 10 minutes and when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.